Event description:
It was reported to boston scientific corporation that a ureteral dilator was inspected upon receipt at the user facility. According to the complainant, during unpacking, when multiple pouches were picked up at one time out of the shipping box, one pouch was not sealed and the entire tray and all dilators from that one pouch fell on the floor. Sterility was compromised. There was no patient involvement in this event.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the end of the pouch appeared cut off without the supplier chevron seal. The manufactured seal was present indicating that during manufacturing the package was sealed correctly. The length of the pouch was measured and found to be 34.75 inches, which is not within the manufacturing specification of 42.75 +/- 0.25 inches. The pouch length indicates that the pouch had been cut smaller than its specification at some point.

Event description:
It was reported to boston scientific corporation that a ureteral dilator was inspected upon receipt at the user facility. According to the complainant, during unpacking, when multiple pouches were picked up at one time out of the shipping box, one pouch was not sealed and the entire tray and all dilators from that one pouch fell on the floor. Sterility was compromised. There was no patient involvement in this event.

Event description:
It was reported to boston scientific corporation that a ureteral dilator was inspected upon receipt at the user facility. According to the complainant, during unpacking, when multiple pouches were picked up at one time out of the shipping box, one pouch was not sealed and the entire tray and all dilators from that one pouch fell on the floor. Sterility was compromised. There was no patient involvement in this event.

Manufacturer narrative:
(B)(4).